Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer¿s blood glucose (bg) level was 405 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.